Event description:
It was reported that the patient underwent a c-section procedure for fetal distress on (B)(6) 2024 and suture was used. At 14:18, a baby was removed, and the doctor cleaned the abdominal cavity and sutured it layer by layer. At 14:30, when suturing the skin, the problem of pulling off suture needle happened. The doctor immediately replaced the suture. The doctor collected the original needle, and the surgery ended at 14:45. No patient consequence was reported. Additional information was requested.

Manufacturer narrative:
(B)(4) .this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: were there any patient consequences? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 ¿ device not returned.